Event description:
The lay user/patient contacted lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialist spoke to the pt 3 days later, and obtained/verified the following into. The pt stated that she was not able to test on her meter for two days due to the meter not powering on. She stated that she normal takes 70/30 insulin twice daily but she withheld her insulin on those two days because she did not know what her blood glucose results were. In 2005, she was feeling hot, nervous, dizzy, and her vision was blurry. She contacted her physician, who went to the pt's home. The pt's blood glucose was tested on the physician's meter and the result was 280 mg/dl. The physician gave the pt her own insulin. The pt did not know how old her current battery was and she did not have a new battery to replace it. The pt withheld her insulin because she was unable to test on her meter. A replacement meter has been sent.